Event description:
It was reported that the patient died. The 90% stenosed and defuse lesion was located in the left anterior descending artery and was dilated with 2.5 x 15mm balloon followed by intravascular ultrasound (ivus) in which dissection to the distal left main was found. A 38 x 3.00mm promus elite mr drug-eluting stent was advanced for treatment. The patient developed hypotension and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was immediately started. However, attempts were unsuccessful and the patient expired. It was further reported that physician believe that the cause of death was cardiac arrest and not due to the device.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The 90% stenosed and defuse lesion was located in the left anterior descending artery and was dilated with 2.5 x 15mm balloon followed by intravascular ultrasound (ivus) in which dissection to the distal left main was found. A 38 x 3.00mm promus elite mr drug-eluting stent was advanced for treatment. The patient developed hypotension and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was immediately started. However, attempts were unsuccessful and the patient expired.